Event description:
It was reported that an ilet user experienced hyperglycemia with the device displaying high and a confirmatory fingerstick of 434 mg/dl; the family performed a full supply change including teflon inset and confirmed no leaks or kinks, after which glucose trended down to 340 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention, emergency care, or hospitalization. Investigation included customer service follow-up and troubleshooting education with confirmation of infusion set and tubing status. Investigation of this case revealed that the device and infusion set appeared to function as intended after the supply change, with glucose decreasing, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.